Event description:
The hospital reported that during the endoscopic vein harvesting procedure, there was not enough co2 flow to create a tunnel. No other details about the failure were provided. A replacement product was opened to complete the case. No patient effect has been reported.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.